Event description:
The patient right load wheel casting horn is broken on the head section which could affect loading and unloading of the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.